Event description:
Customer reportedly obtained an approximate result of 560mg/dl on the advantage system and approximately 200mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.